Manufacturer narrative:
This lead remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that after implanting the device it was not possible to perform left ventricular (lv) lead pacing thresholds testing and pacing thresholds appeared high. It was alleged that the lead had dislodged. The physician did not want to re-operate thus the lead remained implanted with high pacing outputs. No adverse patient effects were reported. The lead remains implanted.